Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a damaged insulation 8cm and 23cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. However, the values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted and replaced due to high thresholds caused by dislodgement.